Event description:
It was reported that customer experienced cartridge alarm 20 and had encountered cartridge alarms with consecutive cartridges on pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if needed, and technical support arranged replacement pump under warranty, provided storage mode instructions, confirmed shipping details and return process, and advised customer to return problematic pump within 10 days, transfer pump settings, and connect continuous glucose monitor to replacement pump.